Event description:
During follow-up, noise and oversensing was noted on the right ventricular (rv) lead. Technical support was contacted and the rv lead was explanted and replaced. The patient was in stable condition.